Event description:
It was reported that a (B)(6), patient underwent an x-stop procedure. Approximately fourteen months post procedure, the patient noted increased left lateral thigh pain. Reportedly, there was no specific cause or injury for these symptoms. No additional information was reported.

Manufacturer narrative:
Method - device was not returned; followed up with company representative.